Event description:
(B)(4) complaint handling unit reported a locking screw was jammed in a plate. The locking screw could not be retrieved on the removal of the tomofix surgery on (B)(6) 2009. The screw was occupied at no. 4 screw hole from the distal side on the tomofix plate. The surgeon tried to remove the locking screw by the large screw driver. He used t-quick 311.440, and removal screw 309.530. The surgeon turned the t-quick handle. The shaft part of t-quick handle was twisted as per attached pictures. Then he used the removal drill but at that time, the bone around the screw was fractured a little, so he stopped using the drill. He removed the whole tomofix plate together with the locking screw. X-rays were available.

Manufacturer narrative:
Device was used for treatment. This individual adverse event report is being made in accordance with the synthes MDR exemption request dated october 2011. A review of the events associated with the request was performed and it was determined that none of the events constitutes systemic issues related to product quality, changes in product design, method of use, or changes in expected risk thresholds. Review of the data also indicated no significant change in risk/benefit of each product category, no evidence of deficiencies in the design, labeling, or manufacture of the device. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.